Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen. The patient reported she was in the hospital for 5 days for diabetic ketoacidosis. Her blood sugar went up over a thousand and she was admitted to the hospital. At the time her blood sugar was 1048 mg/dl. The patient stated the cgm was just reading high. Although the patient stated the cgm was reading high, she also reported that she did not have the device on at the time because it was not pairing and it was saying "wrong transmitter" so she did not know what her blood sugar was reading during that time. She thought the transmitter was removed from her body while at the hospital and was calling in for a replacement. When asked if the patient was wearing the device when she "blacked out" she said yes. The patient stated she felt so sick and was throwing up. She were taken to the emergency room (ER) by her husband and does not remember what happened after that because she was "out of it" but was still conscious. The patient was given insulin to help bring her sugar down and other medication but could not recall the names. At one point, the patient was on an insulin drip. The patient stated she woke up the next day and was told her she was delirious during the event. She was in the critical care unit when she woke up, and 4 days later she was moved to a regular room. On the 5th day she was released. The patient stated she was provided an antibiotic cefdinir and bacitracin as a result of a reaction with her IV. She also remembered receiving dextrose and magnesium during the hospitalization. Although the patient reported discrepant information in regard to her wearing the device at the time of event and later stating she was wearing the device, this is being reported for the adverse event of not knowing what her blood sugar was reading when the device was reading high. No product or data was provided for investigation. Problem could not be confirmed and root cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).